Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate 018 balloon, a chronic total occlusion (100% stenosis) with a moderate degree of calcification and tortuosity was present in the distal segment of the superficial femoral artery. A pinhole burst occurred during the first inflation at a pressure of 14 atm using a pressure pump. No resistance was encountered during device advancement, and no excessive force was used. The procedure was completed by replacing the ruptured balloon with chocolate balloon. No patient complications have been reported as a result of this event. Additional information 2025-oct-28: the balloon did fragment. All fragments were removed from the vessel. No vessel damage was noted.

Manufacturer narrative:
Additional information: the balloon did fragment. All fragments were removed from the vessel. No vessel damage was noted. Product analysis during inflation of the device a leak was found on the balloon, (photo 3). Product analysis the customer returned one image. The image shows a chocolate device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate 018 balloon, a chronic total occlusion (100% stenosis) with a moderate degree of calcification and tortuosity was present in the distal segment of the superficial femoral artery. A pinhole burst occurred during the first inflation at a pressure of 14 atm using a pressure pump. No resistance was encountered during device advancement, and no excessive force was used. The procedure was completed by replacing the ruptured balloon with chocolate balloon. No patient complications have been reported as a result of this event.